Manufacturer narrative:
D4 expiration date: update the null value from 'ni' to 'na'. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occurred on an unspecified date in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set leaked; the tubing disconnected from the filter causing blood to spill. This was observed during setup, after the blood bag was spiked and inverted to hang on the intravenous pole. There was no patient involvement. No additional information is available.